Manufacturer narrative:
From lumenis, on (B)(6) 2024: "cx reported during treatment patient was burned on the face in between the eyebrows, broke her skin open and made a hole in the skin. Cx was using the conservative setting since the patient has light skin. No error codes nor message appeared. Possible high energy during treatment. Photos attached during the adverse event."

Event description:
From lumenis (distributor in the us), on (B)(6) 2024: "cx reported during treatment patient was burned on the face in between the eyebrows, broke her skin open and made a hole in the skin. Cx was using the conservative setting since the patient has light skin. No error codes nor message appeared. Possible high energy during treatment. Photos attached during the adverse event."

Manufacturer narrative:
From lumenis, on 09/04/2024: "cx reported during treatment patient was burned on the face in between the eyebrows, broke her skin open and made a hole in the skin. Cx was using the conservative setting since the patient has light skin. No error codes nor message appeared. Possible high energy during treatment. Photos attached during the adverse event."

Event description:
From lumenis (distributor in the us), on 09/04/2024: "cx reported during treatment patient was burned on the face in between the eyebrows, broke her skin open and made a hole in the skin. Cx was using the conservative setting since the patient has light skin. No error codes nor message appeared. Possible high energy during treatment. Photos attached during the adverse event."